Manufacturer narrative:
Initial reporter phone#: (B)(6). There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 5188047, device expiration date: 2020-06-30, manufacture date:2015-07-07. Medical device lot #: 5188047, device expiration date: 2020-06-30, manufacture date: 2015-07-07. Medical device lot #: 6286871, device expiration date: 2021-10-31, manufacture date: 2015-07-07. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd micro-fine ultra¿ insulin pen needle had multiple complaints as the patients complains ¿the needles are too thin, often bent in use and partly breaking. Patient states that she reused one needle 4 times. This resulted in the needle breaking off and remaining in her stomach. There was no further report of medical intervention or treatment reported.

Manufacturer narrative:
Investigation results: 12 sealed and one open 31g x 8mm pen needle samples were returned from lot. No. 5188047, cat. No. 325105 and 59 sealed 31g x 8mm pen needle samples were returned from lot. No. 6286871, cat. No. 325105. Visual examination and measurement was carried out on 30 of the sealed samples across the two lots and the one open sample and no issues were observed. All samples were within specification. Lot history reviews were carried out and no related non conformances were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. No issues were observed with the returned samples therefore no root cause can be identified. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.